Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that device had an ECG malfunction. The customer was advised to perform the operational checks. After the re-performing the operational check, device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the reported problem was determined to be due to due to a user error. The reported problem was not confirmed. Reporting address line 1: (B)(6); reporting address city: (B)(6); reporting address state: (B)(6); reporting address postal: (B)(6); reporting institution phone: (B)(6); reporter phone: (B)(6).

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating ECG malfunction. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.